Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. (B)(6). PMA/510(k) #: preamendment. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported that a physician found a triple lumen polyurethane central venous catheter set to be cracked, resulting in the device leaking. The device began leaking after IV infusion overnight. The customer has stated that no other photos/details are able to be provided.

Manufacturer narrative:
Investigation ¿ evaluation: it was reported that a triple lumen polyurethane central venous catheter set (c-utlm-501j) was cracked and leaking. The event date could not be recalled, but the failure was noted after overnight IV infusion. Cook became aware of this event on 02jul2020 upon being notified by from (B)(6). The patient reportedly experienced no adverse effects as a result of this incident. A review of the complaint history, device history record, instructions for use (IFU), and quality control of the device was conducted during the investigation. The complaint device was not returned for evaluation. A document based investigation evaluation was performed. A review of the device master record found that proper procedures are in place to identify and prevent this failure mode prior to device distribution. A review of the design history file found that the risks associated with these devices are acceptable when weighed against the benefits. The lot number of the complaint device was not provided by the user facility. Sales records of the complaint device rpn sold to the user facility over three years prior to the date aware were reviewed and four potential lot numbers were found. No related nonconformances were found for any of these potential lots. One additional complaint on the same failure mode was noted for one of these potential device lots. There is no evidence to suggest there is any nonconforming product in house or out in the field. Additionally, a review of the product labeling for the device was completed. The instructions for use state the following instructions related to the reported failure mode: warnings: do not power inject contrast medium through catheter. Catheter rupture may result. Use of 10 ml or larger syringe will reduce the risk of catheter rupture. Precautions: if lumen flow is impeded, do not force injection or withdrawal of fluids. Notify attending physician immediately. How supplied: upon removal from package, inspect the product to ensure no damage has occurred. Based on the information provided, no inspection of the product, and the results of the investigation, a definitive cause for failure was not established. Appropriate measures have been initiated to address this failure mode. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional patient/event information has been received since the previous medwatch report was sent.